Event description:
It was reported that during a laparoscopic gastric sleeve procedure the device was being fired across the stomach for the second or third firing with a green reload; after firing the surgeon observed the staple and there were malformed staples on the remnant side of the staple line. There was bleeding that occurred, they used another like device to control the bleeding and complete the procedure. There was no resistance reported when firing the device and no issues when removing it from the tissue. There were no staples or clips at that firing site. The device is available for return. No patient consequence was reported.

Manufacturer narrative:
(B)(4).